Manufacturer narrative:
(B)(4). Date sent: 1/9/2025 corrected data:b1, h1 additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? The device did not lockout, but the device was stuck while initiating the firing sequence. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Na or, did the device fully fire and stop during the automatic knife return? Na was there any difficulty opening the device? No if yes, how was the device removed from the patient? Na if yes, did the jaws eventually open? Na is the current patient status known? No such patient consequences reported was there any patient consequence or change in the post-operative care of the patient as a result of the event? No such patient consequences reported upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Date sent: 12/26/24. D4: batch #unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device psee60a with lot number 681c12; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the device got stuck during the third firing. There was no patient consequence. Additional information requested.